Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) regarding a patient in (B)(6) who received lioresal 2000 mcg/ml at an unknown dose via an implantable pump for an unspecified indication for use. The event date was estimated. The patient's weight was estimated by the hcp. It was reported that that the pump had ruptured the skin and pocket erosion occurred in (B)(6) 2017. It was initially unknown if infection was confirmed. No patient symptoms were reported. The pump was explanted and a new pump was implanted. It was also noted that they wanted to use the pump for demo purposes and the pump was alarming for low reservoir (lra) and empty reservoir. The reporter was advised to return the pump for cleaning and marking it not for human use and the pump could then be returned to the customer. Later, despite an inquiry, the hcp did not specify if the alarms had occurred while the pump was implanted. However, in regards to the cause of the low and empty pump alarms it was reported that the pump had been explanted and had not been turned off. The health care provider further provided that the dates for the low and empty pump reservoir alarms were not known. The pump logs were not available. There had been assistance ¿to change the logs since explant to silence the alarms¿. The pump alarms were success fully silenced. An hcp current had possession of the pump. It was unclear if it would be returned as this was to be discussed with the representative. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that issue was now resolved. The concentration of lioresal was now reported at 500. As reported, there was no issue with the pump but the patient ¿simply¿ needed a new pocket. A new pump was implanted the same day as the explant of the old pump. The explant occurred without issue. At the time of the report the patient¿s status was noted as alive-no injury and the issue was resolved. The pump was being returned.

Manufacturer narrative:
Updated. Pump interrogation revealed the pump dose was 12.7 mcg/day. No device anomalies were observed through analysis. The device met specification. Conclusion code 92 no longer applies to this event. If information is provided in the future, a supplemental report will be issued.